Manufacturer narrative:
Product complaint # (B)(4). Batch # p55j2e. Investigation summary: the analysis results showed that one ecr60w cartridge reload was returned unfired with the sled partially out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan and sled to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the laparoscopic left hemihepatectomy surgery, could not fire when severing blood vessel tissue on the 2nd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.